Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector / constant gong alarms) was confirmed. As received, the trunk cable connector was cracked and the belt failed the ECG electrode fall-off test. Upon evaluation, the white (drvn gnd) wire was open inside the trunk cable. The cause of the constant gong alarms and incoming test failure is the open white wire. The root cause of the open wire is excessive force placed on the cable as evidenced by the damaged connector. No adverse event resulted from the damaged electrode belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt connector was damaged and the device was constantly producing gong alarms for 'check therapy electrodes / adjust belt'. In addition, the patient reportedly developed an 'itchy, spotty' rash under her left breast that was broken. The patient's physician did not provide any medical treatment. However, there is no further information is available on the medical outcome of the rash.